Manufacturer narrative:
Product analysis: analysis was unable to replicate the customer comment of a generated system error however the error logs did confirm that an error occurred. The software was reconfigured, reloaded and updated. It was additionally noted that the battery was depleted and would not charge and the battery was therefore replaced. The programmer green charging light-emitting diode would intermittently light up and remain on (the light was solid and not blinking) even when the programmer did have a power supply connected. In this setting the battery would charge when a power supply was connected. In addition, the green charging light would intermittently not come on even when a battery was inserted, and a power supply connected. In this situation the battery would not charge while in the device. Reloading the software did not resolve the issue and changing the battery did not resolve the issue. Replaced the m ain board to resolve the issue. The device then passed functional, safety and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated a system error. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.